Event description:
It was reported to philips that there was a scope problem; the system keeps turning itself off. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue occurred during the cardiac arrhythmia diagnosis procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system keeps shutting down itself. A review of the system logfiles confirmed the reported problem. Upon on troubleshooting actions, rse identified that the flexview pc had a software problem. Rse restarted the system completely to resolve the issue. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.